Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Clinical sensitivity testing was performed using an in-house retained kit of lot 41018fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Customer field data was used to assess the performance of the architect hbsag qualitative ii assay using worldwide data through abbottlink. The median population result for lot 41018fn00 for the reactive population is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 41018fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that false nonreactive architect hbsag qualitative ii results were generated for a patient sample on (B)(6) 2022. The following data was provided: sample ID: (B)(6), 3808.71 s/co reactive, 0.22 s/co nonreactive, 0.20 s/co nonreactive, 3836.70 s/co reactive, 3860.64 s/co reactive, 3840.09 s/co reactive, 3858.35 s/co reactive. The nonreactive results were generated using sample cup transfer from the primary tube. No impact to patient management was reported.